Event description:
The pt heard a 1.5 second alarm that woke him up. The alarm was not confirmed by telemetry. There was a slight return of pain which subsided. No troubleshooting was reported. Two months later, it was reported that for several months the pt had elevated pain for no reason that could be explained. At times, the back pain was so much that the pt could barely walk and could not sleep. The pt was taken off oral medications by the health professional for concern of abuse. It was later found that "the pump had been disconnected for some time and [the pt] had a pool of morphine the size of a hockey puck next to the spine". It was reported that "the catheter exploded" and two days later it was repaired. The pt was still in pain after the procedure. The medication was being titrated to increase the dose. The type of medication, concentration, and daily dose being administered via the pump were not reported; the MFR's device tracking system indicates it is morphine. The pt is also experiencing swelling of the legs and ankles, thought to be due to bakers cyst. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.